Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to low out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts noted there was high power consumption which resulted in a 4.5 year remaining longevity for the pacemaker and this was consistent with a potential gate oxide defect. Ts discussed how this could corrode the rv lead and when the pacemaker was changed, further testing of the rv lead should be performed and replacement of the rv lead should be considered since its performance may be compromised. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to low out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts noted there was high power consumption which resulted in a 4.5 year remaining longevity for the pacemaker and this was consistent with a potential gate oxide defect. Ts discussed how this could corrode the rv lead and when the pacemaker was changed, further testing of the rv lead should be performed and replacement of the rv lead should be considered since its performance may be compromised. This device remains in service. No adverse patient effects were reported.